Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow-up, it was found that high capture threshold was observed. On (B)(6) 2016, the lead was repositioned. The measurements were within range, and patient was discharged in stable condition. On (B)(6) 2016, patient represented again in-clinic and when the device was interrogated, loss of capture and oversensing were observed. Fluoroscopy revealed lead dislodgement. Further review of the image showed the helix in retracted position. The lead was explanted and replaced. Patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.